Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that when the patient came off the anesthesia, which was light, she did not see her manufacturer representative. The patient stated that during the surgery the health care professional (hcp) was having difficulty because the patient was not feeling the stimulation in her vagina. The patient confirmed that she was feeling the stimulation on the crack of her butt and they had to put her to sleep because it was too painful and she kept moving around. The patient was redirected to her hcp. Additional information was received. It was reported that the patient was reviewed on the programmer before and after surgery. The manufacturing representative (rep) stated that it sounded like the anesthesia may have caused some amnesia post-operatively and it was a prolonged case because they could not find adequate motor or sensory responses. The rep also noted that the patient was moving around and after the additional sedation which allowed for the patient to stay still, the doctor was able to find adequate motor responses and placed the lead. The rep also noted that they did not know if her post surgical pain had resolved. There were no further symptoms or complications reported or anticipated.